Event description:
It was reported that externalized conductors via fluoroscopy and increased capture threshold were observed. The lead was explanted and replaced. The patient condition was fine.

Manufacturer narrative:
Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasions were noted at 7.7-7.8cm, 10.2-10.4cm, 12.0-12.9cm, 31.0-31.7cm, and 31.0-31.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 17.1-19.4cm from the distal tip. Internal insulation abrasion was noted at 35.6-36.6cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 21.2-22.4cm, 23.8-24.0cm, and 24.7-24.9cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.0-13.5cm from the distal tip. The etfe coating of one rv conductor was damaged during the surgical procedure at this location. External insulation abrasion was noted at 31.1-31.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The sensing conductor etfe coating was abraded at this location. External insulation abrasion was noted at 7.3-7.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The rv conductor etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 26.0-26.9cm from the distal tip. The svc conductor etfe conductor coating was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 5.2-5.9cm from the distal tip. The rv conductor etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of high pacing threshold.